Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up arrow button was intermittently responding and required excessive force to activate during testing, the contrast/ok/down buttons were intermittently responding during testing, the up/contrast key contacts were inverted, the down/ok key contacts became inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the up arrow button was sticking. The pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.